Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient was revised to address loosening of the stem at the cement to implant interface. Cement manufacturer is (B)(4). (B)(6) 2019 surgery was a revision. A 8mm long monobloc delta reverse cemented stem was implanted. Patient dislocated and was referred to the surgeon. There was a 9mm spacer and a 6mm std cup that were removed. The 38mm glenosphere was removed and replaced with a 42mm glenosphere. Doi: (B)(6) 2019, dor: (B)(6) 2019 right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.